Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient states the sensor wire came out of the sensor applicator as she was attempting to remove the safety lock before deployment. The patient did not report any injury or medical intervention.